Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/3.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The surgeon reports that the lens is rubbing against the patient's iris. The lens was not replaced.

Manufacturer narrative:
B5 the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/3.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The surgeon reports that the lens is rubbing against the patient's iris. The lens was explanted. A replacement lens was not implanted. (B)(4).